Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a partial lead (only connector portion) was returned in one piece. Visual examination found an external insulation abrasion breaching the optim sheath only at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can.